Event description:
The ptd was in use in a pt with tortuous vessels and a "u-shaped" graft. The clot condition was severe, and it took several passes to break the clot. During the procedure, the soft tip of the device separated and removal using forceps was necessary. There were no associated pt complications.